Event description:
It was reported that a leak occurred at the connection of the supply bag and cassette during the initial drain of a home patient (hp). The caregiver (cg) indicated that the supply bag was not connected properly. A technical service representative (tsr) assisted the cg with ending therapy. The cg planned to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. This complaint is for a report of a leak, where the home patient stated the supply bag was not connected properly. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. It instructs the user to check all disposable set connections for a secure fit before beginning therapy. Furthermore, it provides step-by-step instructions for connecting the solution bags. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.